Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00483.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00483. It was reported the patient experience ineffective therapy due to high impedances. Prior, the patient experienced multiple falls. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.